Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant info. Device #2 proglide, part# 12673-03, lot# 2053-6h, is being filed under a separate manufacturer report number. The proglide instructions for use (IFU) state, special pt populations: "the safety and effectiveness of the perclose proglide smc devices have not been established in the following pt populations: patients with femoral artery calcium which is fluoroscopically visible at access site."

Event description:
Device#1 malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, when the needle plunger was retracted, a needle tip did not capture a cuff. The device was removed and a second proglide was used with the same results. An angio-seal was used to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.